Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective therapy due to their system autoreducing. Lead diagnostics indicated high impedances on all contacts. As a result surgical intervention occurred wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The reported event of high impedances was confirmed. The lead was returned complete. Microscopic inspection of the lead revealed all wires were broken at 19.4cm distal to the stimulation end. The broken wires are consistent with an overstress condition the lead was subjected to while in vivo.